Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pulse generator exhibited measured data anomalies. Battery values were 2.79 v, 7 ua and 19.0 kohms with a magnetic frequency of 98.5 and an estimated remaining longevity of greater than 10 years. A calibration procedure was performed, however, battery data remained the same.